Event description:
It was reported that during surgery, a guide pin broke unbeknownst to the surgeon. A piece of the broken guide pin remains in pt's femur. At this time, no revision surgery is planned to remove the guide pin.